Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturer number: 3008452825-2018-00081, 2030404-2018-00020, 3005334138-2018-00075, 2182269-2018-00045, 3008452825-2018-00082, 3005334138-2018-00076. The day following a pulmonary vein isolation procedure, the patient expired. During the procedure, the cavo tricuspid isthmus line was ablated and the procedure was completed with no issues noted. The day following the procedure the patient expired. No additional information was available.